Event description:
It was reported that the patient received multiple inappropriate shocks and atp therapy. During interrogation, device was found in backup vvi mode. Device was explanted after interrogation and programming was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of reset was confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup dfo. Review of the device image indicated that the device entered reset after charging during telemetry causing telemetry errors. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the backup dfo was charging during telemetry.